Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedances out of range. Technical services (ts) recommended increasing the out of range limit as the trend was stable. This rv lead remains in service. No adverse patient effects were reported.